Manufacturer narrative:
UDI:(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdriver handle does not ratchet anymore.

Manufacturer narrative:
The device associated with this report was not returned. The provided date code bs0402 indicates the instrument was manufactured in april of 2002 and is over 14 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The root cause is attributed to wear out. The date code (B)(4) indicates the instrument was manufactured in april of 2002 and is over 14 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.